Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18758. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited high pacing impedance and high capture threshold and the atrial lead exhibited high capture threshold. No intervention was performed and the patient experienced no adverse events.

Manufacturer narrative:
Correction: h6 - type of investigation, investigation findings, and investigation conclusions should have been "4114 - device not returned", "3221 - no findings available", and "4315 - cause not established", respectively.